Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated that the insulin pump dropped in the toilet and then received an open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6)2022 customer alleged pump received critical pump error (open book image) alarm. Unit received with a frozen white display with medtronic logo. Unit unable to perform displacement test, and self-test or verify critical pump error (open book image) due to frozen white display with medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, force sensor, and motor. Unable to download pump's history and trace files using thus due to frozen white display with medtronic logo. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case, cracked case(battery tube), cracked case-corner of belt clip rails, broken battery tube threads, missing o-ring (reservoir tube), broken reservoir tube lip, serial number label missing, damaged display window cover, and corroded battery tube. In summary, customer allegation for pump receiving critical pump error (open book image) alarm was unable to be confirmed due to frozen white display (flashing medtronic logo). Frozen white display (flashing medtronic logo) confirmed due to corroded electronic assemblies. Unable to download pump's history and trace files using thus due to frozen display anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.